Event description:
I got tubal ligation in (B)(6) 2008. I was under impression that they would be cut and cauterized but were actually but were actually clamped with clips. I wasn't informed of this until after surgery. I have been having severe pain, dizziness and nausea for months. I went to the hosp on (B)(6)2019 and they ordered a CT scan. The scan revealed that the left clip on my left fallopian tube had come off and is free floating in my pelvis area. Since this is so recent, the clip is still in my body and I will need surgery to remove it. I'm still having severe pain in my lower left pelvis area. FDA safety report ID# (B)(4).